Event description:
It was reported that the stent came off the stent delivery system (sds) balloon inside the patient's anatomy. A snare device was used to retrieve and remove the stent from the patient. A second stent 3.5 x 19 graftmaster was placed with no issues reported. No additional event or patient information is available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history recorded for this lot did not produce any finding relevant to this investigation. No root cause could be determined for the dislodged stent in this case.